Event description:
It was reported the patient had pain at the implantable neurostimulator (ins) pocket site following a fall. It was noted the patient fell about 2 days ago and started having symptoms in the last 2 day. The reporter stated they had been having trouble with their wallet pushing up against the ins and causing them pain. It was noted the patient attempted to increase their stimulation today and got an out of regulation (oor) message. The reporter stated they were able to clear the oor screen, but they continue to get oor when trying to increase stimulation. Additional information received reported the manufacturing representative was meeting with the patient on the day of this report. The reporter stated the ins was not holding a charge since the patient¿s fall last week. It was noted the manufacturing representative checked impedances and all combinations with reference 9 and 15 are >40 ,000 ohms and 8 and 14 are >10,000 ohms. It was further noted that with reference 0, combinations with 1-7 were all with normal range. The reporter stated the patient had not charged since the fall last week and the ins was currently at 50%. It was noted the manufacturing representative reprogrammed the patient¿s ins and the manufacturing representative did not believe the electrodes with >40,000 ohms were previously used in programming. It was noted that group impedances were 244 ohms. It was further noted that the patient had good coverage with this programming and there were no stimulation issues. Additional information received reported the manufacturing representative believed the leads were ¿cross talking¿ and they tried reprogramming from electrodes 10 and 11 to 11 and 12. It was noted the patient was programmed with a pulse width of 450 and rate of 50 hz. It was further noted the manufacturing representative reran impedances and did not see any short circuits. It was noted the manufacturing representative created two programs within group a and the group impedances were 719 and 794. Additional information received reported the cause of the event was the patient fall. The reporter stated that electrodes 0, 1, 6, 7, 8, 9, 14, and 15 had impedances >10,000 ohms. The reporter further stated the electrodes were not functional. It was noted that the patient was not hospitalized and the patient outcome was no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).